Event description:
The user facility asserts that during a procedure, the pt's head slid out of the mayfiled skull clamp, causing a scratch on the pt's face. The user facility stated that the incident may have occurred because of the spring in the clamp. Add'l info has been requested.

Manufacturer narrative:
An investigation has been initated based upon the reported incident.